Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, plunger missed the lens and potentially scratched it. The surgery was completed on the same day by using a backup lens. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. A company injector sample was not received at the manufacturing site for evaluation for the report that the plunger missed and scratched the intra ocular lens (iol), therefore, the condition of the product could not be verified. The reported product lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).